Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) of obtaining discrepant identification results when testing with the vitek® ms instrument (ref. 410895, serial number (B)(6)). For patient¿s sample ID (B)(6), the result obtained was 50.3% robinsoniella peoriensis/ 49.6% brucella spp. The test was repeated and gave a result of 99.9% robinsoniella peoriensis, and a second spot gave a result of 50.5% robinsoniella peoriensis/ 49.4% brucella spp. An internal investigation was performed by analyzing the customer's data. The fine tuning performed before testing was conforming, and no fine tuning was needed at the time of testing. The customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. This could be explained by a non-optimal spot preparation of the sample strain. Analysis of the mzml sample results showed the identifications were obtained with a low identification score which is near the acceptable limit when providing an ¿identification¿ result or a ¿no identification¿ result. The strain has to be identified using a reference method (sequencing). The expected identification of the strain is unknown. The following system limitation is mentioned in the vitek ms knowledge base (kb) user manual ref. 161150-925-a for vitek ms clinical use v3.2: additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification. Testing of species not found in the database may result in an unidentified result or a misidentification. The root cause of this event is non-optimal spot preparation.

Manufacturer narrative:
G4-date received by mfg was incorrect in initial report. G4 has been updated from 16-mar-2020 to the correct date of 24-mar-2020.

Event description:
On (B)(6) 2020, a customer from the united states notified biomerieux of obtaining discrepant identification results when testing with the vitek® ms instrument (ref. (B)(4), serial number (B)(4). Patient 2: on (B)(6) 2020, the customer performed identification testing for a patient¿s sample (ID (B)(6), source: blood culture) using the vitek ms instrument. The result obtained was 50.3% robinsoniella peoriensis/ 49.6% brucella spp. The test was repeated on (B)(6) 2020. One spot gave a result of 99.9% robinsoniella peoriensis, and a second spot gave a result of 50.5% robinsoniella peoriensis/ 49.4% brucella spp. The organism grew anaerobically and was tested using aba (anaerobic blood agar ) at 48 and 72 hours. The gram stain was gram positive rods with spores. An alternate test was performed using rapid ana ID testing, which resulted in clostridium species. There is no indication or report from the customer to biomérieux that the reported event led to any adverse event related to the patients' state of health. A biomerieux internal investigation has been initiated.